Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The non stenotic and calcified lesion was located in the aneurysm of abdominal aorta (aaa). Upon attempting to advance the equalizer balloon catheter to the lesion for occlusion during graft replacement, the balloon failed to inflate. The physician noticed that the balloon had ruptured. The balloon was removed from the pt intact. The procedure was completed with another of the same device. There were no pt injuries or complications. The pt's status was reported as "no problem".

Manufacturer narrative:
The complainant indicated that the equalizer balloon catheter will not be returned for evaluation; therefore a failure analysis of the equalizer balloon catheter could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.